Manufacturer narrative:
The device has been received for analysis. Analysis of the returned sheath revealed that the handle cap was slightly loose. Upon removal of the cap for further examination, it was determined that one of the cap clips did not have adhesive, preventing a secure bonding to the sheath handle. The "manufacturing deficiency" conclusion code was selected for the allegation of "damaged/defective" as analysis found the handle cap loosely attached to the proximal end and identified missing adhesive on the one of the cap clips to be the root cause of this failure.

Event description:
It was reported that during a pulse field ablation procedure to treat an atrial fibrillation in the atrium, a faradrive steerable sheath clear was selected for use. It observed that the sheath handle was not tightly sealed. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that during a pulse field ablation procedure to treat an atrial fibrillation in the atrium, a faradrive steerable sheath clear was selected for use. It observed that the sheath handle was not tightly sealed. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Updated field device code h6: air/gas in device a1415 replaced with material integrity problem a04.

Event description:
It was reported that during a pulse field ablation procedure to treat an atrial fibrillation in the atrium, a faradrive steerable sheath clear was selected for use. It observed that the sheath handle was not tightly sealed. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for analysis.